Event description:
The facility's biomed reported an infusion pump with an 813:01 failure code. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event.